Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6), 2010. According to the complainant, the patient subsequently experienced pain and injury, and has undergone medical treatment, corrective surgery, and hospitalization. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, the patient was seen six times post-operatively, and she presented with no sling symptoms. The patient was last seen on (B)(6) 2012. Reportedly, she has not had any additional surgery, and the physician is unaware of any hospitalization. No additional information is available.